Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited loss of patient notification. It was noted that the patient has been in atrial fibrillation for almost a month, but no notifier was triggered. No intervention was performed. The patient was in stable condition.